Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-0000027 / 0028).

Event description:
The patient underwent a revision on (B)(6) 2017. Upon attempted removal of pedicle screws, ha coated, the driver tips broke. It was noted that several drivers from competitor's systems also broke. The screws were able to be removed utilizing multiple vendor removal system instruments. The revision was not performed due to failure of precision spine product.

Manufacturer narrative:
Device evaluation: returned driver was visually examined with the aid of a 5x loop, confirming the t20 drive feature is sheared off. The driver tip fractured in a plane that is perpendicular to the driver's longitudinal axis. This is believed to be the result of high torque application in an effort to remove well fixed implants. Torque and bending moments may have led to the observed fractures. It is not clear if the locking driver's knob was properly tightened and locked when in use. Bone may have achieved ingrowth on the ha coated screws causing difficult fixation. It had been noted that competitive driver also broke while removing these screws. It is not known if any additional steps were taken in an effort to help alleviate the fixation that had been achieved.review of manufacturing history record found a total of 20 pieces of lot 00355up-r were released for distribution on 12/13/2016 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature. No corrective actions are being recommended.this is 1 or 2 reports filed for the same event (reference 3005739886-2017-00027-1 / 00028-1).